Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4)

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the cartridge has not been returned to animas; a retained sample was evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passes visual inspection; there is no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. This cartridge of lot b 201532 is not part of the cartridge recall.

Event description:
The reporter claimed that the animas cartridge is leaking at the plunger end. Reportedly, there were no visible cracks. The leur lock was secure and dry. The patient did not have any symptoms or medical intervention that would suggest a serious injury. This complaint is being reported as a malfunction due to the alleged cartridge leakage issue.